Event description:
It was reported that a patient experienced a loss of stimulation or therapeutic effect. It was stated that "one side was not working". It was reported that the patient had an appointment for reprogramming and troubleshooting on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# v015564, implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 355029, lot# n055941, implanted: (B)(6) 2007, product type: accessory. (B)(4).